Event description:
End-user stated that medical attention was sought on (B)(6) 2020 around 2:50am at home. End-user stated that she tested with her prodigy meter and received a result of 500mg/dl around 3:00am. She stated that she waited until the morning to drive herself to the hospital. She stated that a normal result for her for that time of day is usually around 90-100mg/dl. The end-user stated that she drove herself to the hospital at 7:00am. When she arrived at (B)(6) medical center located at 101 (B)(6) she said that her blood glucose was 60mg/dl. The end-user stated that she is not a diabetic and only uses her prodigy glucometer when she is given steroids for her asthma. The end-user stated that she is not prescribed insulin and has only been given it when she has been hospitalized. She was informed that her test strips are expired. She stated that she was at the hospital for 1 day and was discharged. She does not recall what her blood glucose was prior to being discharged. No additional information was provided.